Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter was inserted into the patient's right femoral artery. After delivery, the catheter could not be used normally and was withdrawn.". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter was inserted into the patient's right femoral artery. After delivery, the catheter could not be used normally and was withdrawn." Additional information states that the iab cather was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the teflon sheath was noted on the iabc bladder membrane; blood was noted in the sidearm. The visible portion of the bladder was un-wrapped. The peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied 40cc driveline tubing was noted connected to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The peel away sheath was noted on the iabc outer lumen; however, the teflon sheath was noted on the returned iabc bladder, which indicates the user did not prep the iabc per the instructions for use (IFU). As a result, an inservice has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: under "sheathed insertion" section: "remove peel-away hemostasis device as follows: - grasp wings of device leaving distal end of catheter pointing away. -while pressing down along center of device with your thumbs, pull up on wings of device with your index fingers. -repeat this motion in other direction until hub is split in two. -peel the two halves of hemostasis device apart to remove. -advance iab into sheath while controlling proximal end of guidewire." Furthermore, the iabc bladder was noted withdrawn through the teflon sheath which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc distal tip with some force. Upon removal of the teflon sheath, no abnormalities were noted. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failure of iab to unwrap" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. Unrelated to the reported complaint, the peel away sheath was noted on the iabc and the returned iabc bladder was found withdrawn through the teflon sheath. This indicates the user did not follow the instructions for use (IFU). As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.